Event description:
It was reported that noise was found on the lead. Lead fracture was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received, late due to re-evaluation of event only. The distal portion of the lead measuring 46.7cm in length was returned for analysis. Analysis of the returned portion was normal. No anomaly was found. Without the return of the entire lead a full analysis could not be performed.